Event description:
Straumann dental implant placed in 2010 and (B)(6) 2014 had to have crown sawed off. From my perspective, the crown was never properly seated and rattled around from the beginning. But now, I question if the straumann parts do not fit together well. A prosthodontist is making me a customized abutment and crown to fit the straumann implant fixture. Why if the straumann parts fit properly am I now having customized parts made? Implant fixture numbers (B)(4), abutment numbers (B)(4).